Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to device evaluation: device evaluated on (B)(6) 2021: "stent damaged (compression) approx 23cm from tip". Updating precedence to 'flexor kinked/stretched/broken/compressed'

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the evo-10-11-6-b device of lot number c1775096 involved in this complaint was returned for evaluation, with the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on the 22nd july 2021. In summary the following results were observed in the lab evaluation: ¿stent damage, 23cm from tip compressed. Stent fully deployed on return. Stent noted damaged. Lockwire was in place on return of the device. Handle was actuating fine for deployment, however unable to fully retract the introducer. Handle was opened and all the components are intact. Lock wire removed without any issues. Introducer was retracted manually without any issues. ¿ documents review including IFU review: prior to distribution all evo-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-10-11-6-b device of lot number c1775096 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1775096; upon review of complaints this failure mode has not occurred previously with this lot # c1775096 the instructions for use ifu0056-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the torturous path. It is possible that during deployment tortuous path may have caused a build-up of pressure resulting in the compressed flexor which subsequently led to the inability to retract the stent. The compression damage on the stent could be attributed to the inability to retract the delivery system from the endoscopy as it is known the user disassembled the stent afterward. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to corrections to made to medical device problem code (annex a) ,component code (annex g) the completed investigation.

Manufacturer narrative:
Device evaluation: the evo-10-11-6-b device of lot number c1775096 involved in this complaint was returned for evaluation, with the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on the 22nd july 2021. In summary the following results were observed in the lab evaluation: ¿stent damage, introducer 23cm from tip compressed. Stent fully deployed on return. Stent noted damaged. Lockwire was in place on return of the device. Handle was actuating fine for deployment, however unable to fully retract the introducer. Handle was opened and all the components are intact. Lock wire removed without any issues. Introducer was retracted manually without any issues. ¿ documents review including IFU review: prior to distribution all evo-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-10-11-6-b device of lot number c1775096 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1775096; upon review of complaints this failure mode has not occurred previously with this lot # c1775096 the instructions for use ifu0056 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the torturous path. It is possible that during deployment tortuous path may have caused a build-up of pressure resulting in the compressed introducer which subsequently led to the inability to retract the stent and possibly causing stent damage. Additionally it is possible that the damage on the stent could be attributed to the inability to retract the delivery system from the endoscopy as it is known the user disassembled the stent afterward. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
User advanced the delivery system throuth endoscopy to desired poistion, then deploy the stent. User intended to adjusted the stent position befor reaching the red line while found out the stent cannot be retracted. User retracted the device along with endoscopy from patient, but cannot retract the delivery system from endoscopy. User disassembled stent afterward. User changed to another same device to complete the procedure. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." . What is the reorder number of the wire guide used with this device? Metii-35-480 metii-35-480 . If not with the device in question, how was the procedure finished? With another same device to complete the procedure for complaints occurring during use (once in contact with endoscope) also ask: . Had a sphincterotomy been performed prior to this occurrence? Yes . Had dilation of the obstructed area been performed prior to this occurrence? Yes . What is the endoscope manufacturer and model number that was used? Olympus tjf-260v tjf-260v . Please describe the location in the body where the stent was to be placed. Common bile duct . Was resistance encountered when advancing the wire guide through the obstructed area? No. . Was resistance encountered when advancing the stent and introducer through the obstructed area? No. . Was the introducer advanced through the side of a previously placed stent? No. . Please estimate amount of time the stent was in place prior to this occurrence. . Did any section of the device detach inside the endoscope or patient? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.